Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing fatigue most likely related to decrease in heart rate. The physician noted on the telephonic transmission there are missed p-waves causing the heart rate to drop. In addition oversensing was noted. The patient would be making a clinic visit for sensing check on the device. No patient complications have been reported as a result of this event.